Manufacturer narrative:
Concomitant medical products: product ID, a2dr01 ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed atrial tachycardia/atrial fibrillation episodes with atrial lead undersensing and the episodes ended. The atrial lead remains in use. No patient complications have been reported as a result of this event.